Event description:
It was reported by service report that the foot end brakes could not remain engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Brake adjuster.